Event description:
Pain at injection site (injection site pain). Case description: non-serious. This case is a spontaneous report from the united states referring to a male patient. The patient's mother reported this case. No past medical history, concurrent conditions, allergies or concomitant medications were reported. The patient received nutropin, (2.3 mg, qd, sc) for the indication of pituitary growth hormone deficiency. The lot number for nutropin was not reported. The lot number for the pen device was e092. The first puncture date of the lot number was not reported. The patient's prior history of exposure to the lot number was not reported. The date of last administration prior to the onset of the event was that day. On an unknown date, the patient received epi-ez pen, (dose not known, prn, sc) for the indication of severe milk allergy. The date of last administration prior to the onset of the event not reported. The patient experienced pain at his injection site (pain injection site). The mother reported that they were not giving the shots correctly. "When they spoke to someone, they were instructed on how to use the pen and she and her husband realized that they were doing it differently since the instruction provided missed many steps. Even the amount of pressure was not as recommended by the nurse at facility. They figured that they had to give steady pressure with thumb and not just push it in." No relevant laboratory tests, treatments for the event, or actions taken with both suspect drugs were reported. It was not reported if the patient continued or discontinued treatment with the associated lot number. The patient did continue to use the same device. It was not reported whether or not the patient switched to a different lot number. At the time of this report, the event was resolving. The patient's mother did not think it was an issue with the pen since she was still using the same pen and her child felt the injections were less painful. The patient's mother assessed the event pain injection site as possibly related to nutropin aq pen. No other suspected causes were identified. Additional information has been requested. Pharmacovigilance: the event of pain at the injection site is non-serious and is unlisted for the pen device although it is listed for nutropin aq in the us package insert. It appears that the pain may be due to improper use of the pen device.